Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. It was not possible to verify motor error alarm due to the unresponsive button. The motor was tested outside the device and passed motor testing. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an motor error on the insulin pump and the buttons were not responding for the customer to be able to clear the alarm. The customer's blood glucose was not known. Nothing further was reported.